Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 04-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a loss of efficacy. Impedances were checked and were within normal limits. The hcp opted to replace the lead. The issue was reported to be resolved. No further complications were reported.